Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Staff reported that the pump was taken on transport from the ICU to the ambulance rig and shut down after about 45 minutes of battery run time. Patient tolerated and there was no injury to the patient.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d7a. It was reported that cs300 intra aortic balloon pump (iabp) unit had a very short battery run time. Staff reported that the pump was taken on transport from the ICU to the ambulance rig and shut down after about 45 minutes of battery run time. They were able to plug into the ambulance rig immediately, power back up and resume pumping. A getinge field service engineer (fse) evaluated the device and performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.